Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device gave alarm 78 (non-recoverable system error). Chiller temperature (t4) sensor short. They requested part number for a tank harness and also a quote for repair at the service depot. They would like to send this device into the depot for repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a shorted chiller water temperature sensor (t4) failure. Chiller temperature (t4) sensor short. They requested part number for a tank harness and also a quote for repair at the service depot. They would like to send this device into the depot for repair. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device gave alarm 78 (non-recoverable system error). Chiller temperature (t4) sensor short. They requested part number for a tank harness and also a quote for repair at the service depot. They would like to send this device into the depot for repair.